Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was not providing numerical values or waveforms. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause is determined to be component failure. The sensor needed replacing. The sensor is a replaceable component, where the longevity is dependent upon the following factors: instrument and parts must undergo regular maintenance inspection at least every 6 months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Water trap should be replaced every 4 weeks or as indicated on the device. Ensuring the environment is optimal as described in the operator's manual.

Event description:
The biomedical engineer reported that the multigas unit was not providing numerical values or waveforms. No patient harm reported.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit was not providing numerical values or waveforms and not being displayed. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer reported that the multigas unit was not providing numerical values or waveforms and not being displayed. No patient harm reported.